Manufacturer narrative:
This event is being reported subsequent to a review of the complaint handling database related to fsc: (B)(4). Approximate age of device ¿ 6 months. (Calculated from the date the system controller was issued to the patient.) This issue has been investigated under the corrective and preventative action process. Similar reported incidents of difficulty connecting the driveline to the system controller have been identified. Struggle/difficulty connecting the driveline is being addressed through the corrective and preventative action process. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the complaint file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. The patient told the vad coordinator that they had exchanged the primary system controller in response to an alarm received. The patient successfully exchanged the system controller; however, the exchange reportedly took 2 minutes due to difficulty inserting the driveline. The patient was reported to be asymptomatic.